Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump and manual insulin therapy. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.